Event description:
It was reported that "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device (73a2500816 / 6509884 - 00480) was conducted, and the following observations were made : received in tray pusher not deployed cutter not deployed needle trigger retracted retract lever fully retracted lever lock and tape disengaged urethral endpiece (ue) ready to deploy distal tip undamaged unsheathing pawl not engaged with suture spool suture unbuckled suture ferrule in place case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: the capsular tab (CT) did not unsheathe needle damaged: the needle tip is bent outward needle broken: the needle is broken near the near spool. Refer dimensional inspection for additional detail. The needle was found to be broken approximately 7.4 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if here is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot 73a2500816 was reviewed. For as00168 (coated needle assembly) there were no nonconformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. Corrective action is not required at this time as the probable root cause for this complaint is related to "use error - unintentional - cannot determine". The customer report of: "... The suture was not visible ..." Was confirmed. Confirmation is based on the investigation results showing that the capsular tab (CT) did not unsheathe due to bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode: ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature other remarks: n/a corrected data: n/a.